Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by the journal of surgical oncology titled ¿augmentation of the medial collateral ligament using suture tape reduces the recurrence after corrective surgery for severe hallux valgus¿. The study reviewed seventeen (17) patients who underwent a severe hallux valgus correction with mcl augmentation using arthrex suturetape to address soft tissue approximation and/or ligation. During the twenty-one (21) month follow-up period, one (1) patient experienced a recurrence. Ref: nakasa, t. Et al. Augmentation of the medial collateral ligament using suture tape reduces the recurrence after corrective surgery for severe hallux valgus. J orthop sci 29, 1046-1053, doi: 10.1016/j.jos.2023.07.010 (2024).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.